Event description:
It was reported that particulate matter was observed in a large volume intermate. This occurred during filling with caspofungin using a 5 micron filter. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The particle was determined to be a fragment of the device's stress member, which is made of acrylic material. The cause of the fragment was unable to be determined. In order to address this issue, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the lot was manufactured from 11/02/2013 to 11/04/2013. A review of all batch record documents was performed with no issues noted during the manufacturing processshould additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a tiny white particle between 1.0 and 1.7mm in size floating in the solution of the bladder. Spectrophotometric analysis determined that the particle was made of acrylic. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.